Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with moisture damage at the electronic assembly, minor scratched display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had moisture damage on the insulin pump due to the rain. The customer's blood glucose level was 291 mg/dl. Customer stated that there is fluid under the lcd display. No additional information provided.